Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain , chronic pain , pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test- (B)(6) 2015. Result: bilateral occlusion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: -menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2018 (oophorectomy (unilateral),salping, (bilateral)'hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos deleted and new events pain , chronic pain , pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, bleeding: -menorrhagia (heavy menstrual bleeding), psych injury, fatigue and hair loss added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain , chronic pain , pain/pelvic pain/ left pelvic pain'), menorrhagia ('bleeding: -menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coccyx injury and disability. Previously administered products included for an unreported indication: mirena. Concomitant products included bupropion and valaciclovir (valacyclovir). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("chronic abdominal pain"), back pain ("back pain / lower back"), psychological trauma ("psych injury") and low back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (oophorectomy (unilateral),salping, (bilateral) and on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and low back pain had resolved, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, back pain, psychological trauma and alopecia outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and low back pain to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, hair loss. Discrepancy noted for date of birth 05nov1975 and removal date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. New events" lower back pain and abnormal bleeding (vaginal bleeding)", medical history, historical drug and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain , chronic pain , pain/pelvic pain/ left pelvic pain'), menorrhagia ('bleeding: -menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal bleeding)') in an adult female patient who had essure (batch no. B12476 -not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coccyx injury and disability. Previously administered products included for an unreported indication: mirena. Concomitant products included bupropion and valaciclovir (valacyclovir). On (B)(6) 2014, the patient had essure inserted. In november 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In january 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("chronic abdominal pain"), back pain ("back pain / lower back"), psychological trauma ("psych injury") and low back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (oophorectomy (unilateral),salping, (bilateral) and on (B)(6) 2017 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and low back pain had resolved, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, back pain, psychological trauma and alopecia outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and low back pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, hair loss. Discrepancy noted for date of birth (B)(6) 1975 and removal date (B)(6) 2018. Date of insertion: (B)(6) 2014; date of removal: (B)(6) 2018 (discrepancy noted as per pif). Patient was hospitalized. 4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number ( b12476 ) is lot number ( b12476 ) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain , chronic pain , pain/pelvic pain/ left pelvic pain'), menorrhagia ('bleeding: -menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal bleeding)') in an adult female patient who had essure (batch no. B12476) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coccyx injury and disability. Previously administered products included for an unreported indication: mirena. Concomitant products included bupropion and valaciclovir (valacyclovir). On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("chronic abdominal pain"), back pain ("back pain / lower back"), psychological trauma ("psych injury") and low back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (oophorectomy (unilateral),salping, (bilateral) and on (B)(6)2017 underwent ablation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dyspareunia and low back pain had resolved, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, back pain, psychological trauma and alopecia outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and low back pain to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, hair loss. Discrepancy noted for date of birth (B)(6)1975 and removal date (B)(6)2018. Date of insertion: (B)(6)2014; date of removal: (B)(6)2018 (discrepancy noted as per pif). Patient was hospitalized. 4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: result: total bilateral occlusion. Imaging procedure - on (B)(6)2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: pfs received. Lot number, reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.